Event description:
Device 1 of 3. Ref. MFR. Reports: 1627487-2014-03625 and 1627487-2014-03626. One of the pt's original leads was explanted and replaced (ref. MFR. Report#: 1627487-2012-04002); however, it is uncertain which lot number. All possible leads related to the issue are being reported. It was reported the pt was no longer receiving stimulation on one side of his pain pattern. An sjm representative was able to restore effective stimulation with reprogramming. However, surgical intervention was taken on (B)(6) 2014 to address discomfort due to sub-dural aggravated tissue during which one of the scs leads was repositioned. The pt has effective stimulation following the procedure and the discomfort has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.